Event description:
It was reported the hand piece locked out during a hemorrhoidectomy. The hand piece toned out during the procedure. Cautery was used to complete the case. The consequence to the patient was not reported.